Event description:
Boston scientific received information that this right ventricular lead exhibited low heart rates of 30 beats per minute as well as loss of capture for an unknown duration. Thresholds had also increased. A chest x-ray was taken which showed no obvious dislodgement, but it was believed, but not confirmed, that a micro dislodgement may have taken place, or there may have been a connection issue as this lead was recently implanted. The patient was seen the following day and the health care professional plans to see the patient again in a month or so. No interventions have been done, or are planned at this time. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.